Manufacturer narrative:
Unable to confirm needle broken due to customer did not return insertion needle only whole sensor

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the introducer needle fractured while in the body. The customer¿s blood glucose level was 116 mg/dl at the time of the incident. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. Troubleshooting was performed. The insulin pump will be returned for analysis.